Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as underneath the front therapy pad and under one of the back therapy pads. The patients nurse reported the irritation was mild and the patient does not have a history of sensitive skin. The patients nurse did not report any open skin or bleeding. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an antifungal medication by a medical professional. Follow up indicated the irritation improved.